Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the periodic programming history review, it was observed that high impedance was seen on system diagnostics performed (B)(6) 2007.